Event description:
The pt had reportedly fallen and dislocated the bipolar from the natural acetabulum. It was reported that a revision surgery was subsequently performed due to the disassociation of the femoral head from the bipolar liner.